Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5, a6: patient age at time of event, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) bandaid pro heal extra large all one size 5ct USA (B)(4), lot number 0884b. D4: 510(k) exempt device I complaint: UDI not required: (B)(4). Upc #:381372024048. Lot #: 0884b. Exp date: na. D9: device is not expected to be returned for manufacturer review/investigation. There were no photos or product returned by the consumer, and therefore, it is not possible to assess the consumer& apos; s alleged defect. In absence of field sample and consumer photos, pest control records were reviewed, and no deviations were identified. There were no excursions or non-conformities related to this type of deviation during the period. In addition, the site has microbiological monitoring in which there were also no records of results outside the specified range during the period. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 28, 2024. Raw material and component records were reviewed and were found acceptable. The retain sample was visually examined according to product specification and meets specifications for appearance. H6: health effect clinical codes: e040203 also refers to consumer alleged about "it looked like there was white worms all over, look like maggots". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported that he applied one band aid brand pro heal adhesive bandage to cover wound at the back of his calf. It was reported that once he took the band-aid off it looked like there was white worms all over. The symptoms remained the same after the consumer stopped using the product. He went to the dermatologist. The consumer also went to the emergency room (ER) at the hospital and the health care professional advised him to stop using the product. The consumer was not admitted to the hospital. No further information available for this event.